Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laser atherectomy treatment procedure, a tip detachment occurred. The location of the target lesion was not specified. At an unspecified time during the procedure, the tip of a v-18 control wire guide wire "came off". The detached tip was retrieved using a snare. No further patient complications were reported and the patient's status is not listed. Additional information has been requested and is not available.

Event description:
It was reported that during a laser atherectomy treatment procedure, a tip detachment occurred. The location of the target lesion was not specified. At an unspecified time during the procedure, the tip of a v-18 control wire guide wire "came off". The detached tip was retrieved using a snare. No further patient complications were reported and the patient's status is not listed. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed the distal end detached/separated and severely damaged; and the distal end of the guidewire is severely bent at 243cm from the proximal end to distal end. Guide wire outer diameter within device specifications. Sem analysis revealed that the failure occurred due to a fatigue event in a bending moment with a final torsion overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).